Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a chronic totally occluded (cto) de novo lesion in the right subclavian artery. A 10 x 19 mm omnilink stent was advanced but could not cross the lesion due to the anatomy; therefore, the lesion was dilated with a 6.0 x 30 mm balloon. The 10 x 19 mm omnilink was re-advanced but could not cross the lesion due to the anatomy and the stent dislodged. A snare device was used to remove the dislodged stent from the patients anatomy. A 9.0 x 29 mm omnilink was advanced, but could not cross the lesion either due to the anatomy. The procedure was ended without any further intervention. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported stent dislodgment was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the stent dislodgement, additional treatment, and removal of the dislodged stent were related to circumstances of the procedure.